Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got the pump to rewind but was not able to press the act button to manually prime the tubing. The blood glucose level was unknown. The customer reported that she was trying to rewind the insulin pump so she could make a set change. The customer stated that there are no numbers on the screen and trying to change it over and the rewind button is not available. The troubleshooting was not performed. The insulin pump will not be returned for analysis.